Event description:
Medtronic received information that approximately three and a half months following the implant of this mechanical valve the patient presented with valve failure due to thrombus on the valve. The valve was explanted and following the procedure, the patient did not come off bypass and expired. The original explanted valve was sent to the hospital laboratory for histopathology tests and was returned to medtronic for analysis. It was reported that this was a (B)(6) patient with multiple congenital anatomical and health issues, who required reconstructive heart surgery due to a common mitral/aortic valve shortly after birth. The original valve was placed for the common mv/av in an upside down large aortic or mitral valve (due to the common valve) position. The patient was discharged on anti-coagulants and at re-admission, was found to be over anti-coagulated with an inr of 9. Additionally there was liver dysfunction from low ventricular function. The primary cause of death was attributed to a thrombus on the valve, not arising from anywhere else in the body. It was reported that the patient had almost no myocardial function, low cardiac output with confounding factors of a long bypass time and difficult anatomy.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, histopathology confirmed the clinical diagnosis of thrombus deposition within the valve hinge/pivot regions, resulting in the immobilization of one leaflet. At one location this thrombus was contiguous with host outflow pannus overlying the carbon orifice. There was no evidence of infection in the sections examined. Visual examination revealed that there were no anomalies or defects found. The cuff assembly was removed so that the carbon components could be cleaned, visually inspected and functionally tested. There were no visual anomalies found on the carbon. Functional testing revealed that the leaflets moved freely. The valve met all visual inspections and functional testing. There was no evidence to suggest that the cause of the thrombus was related to a failure of the device. Conclusion: thrombus is a known complication of mechanical heart valve replacement and is controlled by the patient's anticoagulation regime. The patient had health complications since birth and was hospitalized with a very high inr of 9. This high inr would suggest that the anticoagulation therapy was not well controlled, however the patient's entire inr regime history is not known.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three and a half months following the implant of this mechanical valve, the patient presented with valve failure due to thrombosis. The valve was explanted and during the explant procedure, the patient expired. Additional information has been requested regarding the circumstances of the explant procedure and whether the valve will be returned for analysis. The original explanted valve has been sent by the hospital for histopathology analysis.